Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he went to bed with a blood glucose level of 276 mg/dl, and later had a reading of 26 mg/dl, which had to be treated with a glucagon shot and food. Customer's reading then went back up to 297 mg/dl. The customer performed troubleshooting and did not find any problems. Customer was to be sent a tubing clamp to perform the high pressure test. No product was replaced or returned.